Event description:
It was reported that an unspecified bd introsyte introduce experienced a sheath that would not split as intended. The following information was provided by the initial reporter:material no: unknown. Batch no: unknown.it was reported via introsyte introducer survey that the clinician experienced hematoma, splittable sheath did not completely separate / introducer did not peel apart correctly and introducer was used to insert a PICC or other device but the device would not advance.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd introsyte introduce experienced a sheath that would not split as intended. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, splittable sheath did not completely separate / introducer did not peel apart correctly and introducer was used to insert a PICC or other device but the device would not advance.